Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the light source brightness adjustment was not working, making it challenging to distinguish tissue. Additionally, the white plastic switch on the connection connector could not turn on so the keys on the panel could not be used. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported events were likely due to poor contact due to deformation of the output connector. Olympus will continue to monitor field performance for this device.